Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number: 2017865-2020-21945. During post-procedure check, loss of capture and loss of sensing were noted on the right atrial (ra) and right ventricular (rv) leads. Then during the lead revision procedure, insulation damage was noted on both the ra lead and rv leads at the location where the sutures were tied on the lead. It was believed that the cause of the event was due to use error. The ra and rv leads were explanted and replaced to resolve the event. The patient was stable with no consequences.